Event description:
Related manufacturer reference number: 2017865-2022-00252. It was reported that the patient presented for a follow-up in clinic. A chest x-ray determined both the right atrial (ra) and left ventricular (lv) leads were dislodged. The dislodgedment lead to lv lead to exhibit high capture thresholds. The patient was asymptomatic. The physician had difficulties inserting the stylet into each lead due to dry blood inside the leads and elected to instead replace them with new ra and lv leads. The patient was stable throughout the procedure.